Manufacturer narrative:
This report is for an unknown plate and screw construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: vergano, l.b., landi, s., and monesi, m. (2019), locked posterior fracture-dislocation of the shoulder, acta biomed, vol. 90 (s12), pages 139¿146, https://doi.org/10.23750/abm.v90i12-s.8972 (italy). The aim of this small case series is to describe a valid option for the treatment of locked posterior fracture-dislocation of the shoulder (lpfds) and to compare it to the literature about this topic. During an unknown period, a total of 3 patients were included in the study. Surgery was performed using philos plates (depuy synthes, johnson & johnson, oberdorf, switzerland). The patients were evaluated at 1, 3, and 6 months after discharge, with a clinical examination and an x-ray of the shoulder. The three patients were available at the follow-up call (average interval of 4 years and 5 months). The following complications were reported: patient g.m., a (B)(6)-year-old male patient revealed a hypotrophy of the anterior third of the deltoid. The author noted that the hypotrophy of the deltoid was caused by the surgical approach, not by the device. This report is for an unknown synthes plate/screws constructs. This is report 1 of 1 for (B)(4).